Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that while she was attempting to clear a call service alarm, she apparently dropped the device in a toilet. After dropping the device in the toilet, the patient claimed that the pump had an intermittent power loss issue. She denied that the yellow o-ring was visible. She also denied that the pump had any cracks or damage. During troubleshooting, the patient refused to get another battery. The patient was able to reboot the pump. The patient mentioned that she had all 3 bars of battery life. She changed her tubing but refused further troubleshooting. The patient was advised to come off of the pump but she refused to do so. The alleged issue was not resolved with troubleshooting. The patient refused to have the pump replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.